Manufacturer narrative:
Follow-up # 1 date of submission 11/27/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/02/2016 with the following findings: a review of the pump¿s black box data showed no evidence of a short battery life. During visual inspection of the pump, it was observed that the returned battery cap was undamaged and was able to fit to the pump and maintain an electrical connection. The pump¿s ¿ez-prime¿ steps were performed correctly and all of the pump¿s electrical current draws measured within specifications. The pump¿s cover was removed and no intermittent conditions were found to the printed circuit board or to the cgm module. The investigation was unable to duplicate the original ¿short battery life¿ complaint. The product performed within specification.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This is reportable as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm